Event description:
The customer tested his blood glucose and received a reading of 320 mg/dl using his contour meter. He retested using another meter and received a reading of 130-150 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's control solution was expired, so a new bottle of solution was sent for further troubleshooting. No product will be returned at this time.